Event description:
The executive of the estate reported that the customer has passed away at home. The cause of death was diabetes with heart complications. The caller stated that the death was sudden. The customer had heart disease and heart complications. The customer's blood glucose at the time of death was unknown. The caller stated that the customer was not wearing the insulin pump at the time of death. It had been removed by the customer because she was trying to increase her blood glucose. The customer was using sensors but she was not wearing one at the time of death. The caller stated that the insulin pump was still with the medical examiner, hence the device could not be returned. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.